Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported bleeding, right heart failure, and death could not be conclusively established through this evaluation. The account reported that shortly after implant, an echocardiogram noted that right ventricle (rv) was lacking movement. Both rvad placement and extracorporeal membrane oxygenation (ECMO) were attempted. It was noticed that there was bleeding and surgical repair was attempted. The patient expired at 20:49 on (B)(6) 2021. The death was not device related. No product was returned for evaluation. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2021. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of this IFU lists bleeding, right heart failure, and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was presented on (B)(6) 2021 for left ventricular assist device (lvad) implant. The patient was on intra-aortic balloon pump (iabp) with a mean arterial pressure (map) of 65 mmhg. The patient had a pacemaker and had a history of tricuspid valve repair (tvr) and stage 3 kidney disease. The lvad was implanted in the left ventricle and the graft was anastomosed to the ascending aorta. The patient was weaned of cardiopulmonary bypass (cpb) and the speed was gradually brought to 5000 rpm. On an echocardiogram, it was noted that the right ventricle was lacking movement. The speed on the vad was then decreased 4400. Map was in the 40's mmhg. Heartrate paced ddd pacemaker 95-120. Right ventricular assist device cannulas were paced. The patient was put back on cpb and lvad was turned off. It was noticed that there was bleeding and surgical repair was attempted. Patient was placed on extracorporeal membrane oxygenation (ECMO) and lvad was turned on with 0.0 flow at 5000 rpm's. The patient passed away at 20:49 on (B)(6) 2021.